Event description:
Per the audiologist's report, this patient's hearing performance deteriorated over time. The patient also experienced pain over the implant site. Integrity testing performed in 2006, did not show fault with the device. The surgeon explanted the device four months later, and implanted a new one on the same day.